Event description:
Customer reported a leak in the left side of the coulter lh 750 hematology analyzer. The customer described the leak as blue fluid, about the size of a quarter, under the instrument at the right of the blood sampling valve (bsv). The customer could not isolate the source of the leak. There were no instrument generated error messages in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of lab coat and gloves. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a pinhole in the tubing from the blood sampling valve (bsv) to the differential mix chamber. The fse replaced the tubing resolving the leak.